Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "having reaction, painful, hard, opening up, infection, shape of breast changed, disintegrating, not intact, and ruptured¿.

Event description:
Healthcare professional reported ¿"having reaction, painful, hard, opening up, infection, shape of breast changed, disintegrating, not intact, and ruptured¿. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. ¿ infection (early onset): unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿"having reaction, painful, hard, opening up, infection, shape of breast changed, disintegrating, not intact, and ruptured¿. This record is for the left side. Device was explanted.